Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate and continued to use the pump for insulin therapy. Customer's blood glucose was 294 mg/dl.